Event description:
It was reported the patient had pain and high impedances, greater than 10,000 ohms, were measured on electrodes 4-7. Impedance testing and reprogramming was done. The manufacturing representative stated, the issue involved one lead and one extension. The lead and extension were unable to be programmed, but the other three leads were able to be programmed fine. The patient was going to use the system for the next month until their next appointment. At the next appointment, the system and pain relief would be evaluated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3888-45, lot# v882272, implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4), product type recharger product ID 3487a-56, lot# va09359, implanted: 2014 (B)(6); product type lead product ID 3487a-56, lot# va09359, implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4), product type programmer, patient product ID 3888-45, lot# va034q2, implanted: 2014 (B)(6); product type lead. (B)(4).